Event description:
Patient's seizures have been shorter, but more aggressive since an increase in magnet mode output current. It was also reported that 30 minutes after using the magnet with a seizure, the patient went blind for approximately 30 minutes. The patient reportedly experienced this blindness following magnet use with a seizure once before.